Event description:
When trying to reduce a variax lateral elbow plate (right side) the bone screw head went through the plate and was not in contact with the plate any longer.

Manufacturer narrative:
Device will not be returned. If additional information becomes available.